Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." A mfg investigation is underway. If any abnormality is found, a f/u report will be provided.

Event description:
An eye care professional reported that a pt experienced a left eye pseudomonas corneal ulcer, located central cornea, associated with use of aquify multipurpose solution and wear of unspecified brand of contact lenses. Visual acuity prior to event reported as 20/20. Visual acuity during event reported as hand motion, but is improving. Treatment consisted of zymar, fortified vancomycin and fortified ceftazidime - q1h. Further f/u is scheduled. Request has been made for add'l info.